Event description:
It was reported that this device was exhibiting premature battery depletion, which was observed via latitude data (remote monitoring system). The patient was seen in clinic for a routine follow-up, and the physician observed that the battery longevity had decreased by 7.5 years within approximately 20 months time. Boston scientific technical services engineering reviewed device data, and confirmed premature battery depletion. The battery diagnostic data indicates that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a technical services consultant recommended device replacement, and return for detailed analysis. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion, which was observed via latitude data (remote monitoring system). The patient was seen in clinic for a routine follow-up, and the physician observed that the battery longevity had decreased by 7.5 years within approximately 20 months time. Boston scientific technical services engineering reviewed device data, and confirmed premature battery depletion. The battery diagnostic data indicates that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a technical services consultant recommended device replacement, and return for detailed analysis. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: despite good faith efforts to obtain additional information, no response was received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.